Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced a cgm accuracy issue which occurred the day after the sensor was inserted into the arm. On (B)(6) 2024, the patient¿s cgm was reading 366 mg/dl and then suddenly dropped to low mg/dl. No bg meter comparison was taken at this time. The patient had anxiety about the rapid change in cgm values and called the emergency. At an unspecified time after calling, the patient lost consciousness. The paramedics arrived and transported the patient to the emergency room. The patient¿s bg meter reading was 190 mg/dl when the patient was tested on the ambulance, and no cgm comparison value was documented at this time. At the emergency room, the patient was treated with intravenous saline and insulin. The patient was discharged after approximately 5 hours. The patient was in good condition at the time of follow-up. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.